Event description:
It was reported that revision surgery was performed due to a soft tissue reaction and elevated chromium ion levels.

Manufacturer narrative:
The devices utilised in this case were implanted in an off-label application based on FDA approvals. The hemi-head (large diameter cocr femoral head) utilised is only approved for use in the USA when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (r3 cocr liner). The r3 cocr liner is FDA approved for use only with a bhr resurfacing femoral head.